Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 12381250, 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device difficult to use "failed device explant procedure". The patient's concurrent conditions included irregular periods and muscle cramps. Concomitant products included escitalopram oxalate (lexapro) and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological/psychiatric problems: mental anguish") and depression ("psychological/psychiatric problems: depression"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, infection, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per summons hysterectomy performed and as per pfs essure has not been removed, per mr surgical hysterectomy performed on (B)(6) 2012. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, she did not undergo confirmation test. Reporter information, concomitant disease & lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch nos. 12381250, 627448 and 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device difficult to use "failed device explant procedure". The patient's concurrent conditions included irregular periods and muscle cramps. Concomitant products included escitalopram oxalate (lexapro) and vicodin. On (B)(6) 2009, the patient had essure inserted and removed on an unknown date. A new essure was inserted on an unknown date. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological/psychiatric problems: mental anguish") and depression ("psychological/psychiatric problems: depression"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, infection, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per summons hysterectomy performed and as per pfs essure has not been removed, per mr son (B)(6) 2012 surgical hysterectomy was reported. Batch number: 12381250 man date: aug-2012 exp date: aug-2010. Batch number: 627448 man date: jun-2008 exp date: jun-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed device explant procedure". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 12381250, 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multiple cesarean sections. Concurrent conditions included irregular periods, muscle cramps, muscle strain, cervical dysplasia, endometriosis, endosalpingiosis and cervical intraepithelial neoplasia iii. Concomitant products included escitalopram oxalate (lexapro) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological/psychiatric problems: mental anguish") and depression ("psychological/psychiatric problems: depression"). On an unknown date, the patient experienced infection ("infections"), complication of device removal ("failed device explant procedure"), menstrual disorder ("menstrual bleeding/menstruation issues"), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with muscle relaxants, centrally acting agents, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, infection, complication of device removal, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, anxiety, depression, genital haemorrhage and post procedural complication outcome was unknown and the urinary tract infection had resolved. The reporter considered anxiety, complication of device removal, depression, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per summons hysterectomy performed and as per pfs essure has not been removed, per mr on (B)(6) 2012 surgical hysterectomy was reported. She received treatment for events pain and bleeding. Discrepancy noted in insertion date: (B)(6) 2009, (B)(6) 2009 trailing coils: right- 1, left-3. Lot number: 12381250, manufacturing date: 2008-12, expiration date: 2010-08. Lot number: 627448, manufacturing date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 12381250, 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multiple cesarean sections. Concurrent conditions included irregular periods, muscle cramps, muscle strain, cervical dysplasia, endometriosis, endosalpingiosis and cervical intraepithelial neoplasia iii. Concomitant products included escitalopram oxalate (lexapro) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological/psychiatric problems: mental anguish") and depression ("psychological/psychiatric problems: depression"). On an unknown date, the patient experienced infection ("infections"), complication of device removal ("failed device explant procedure"), menstrual disorder ("menstrual bleeding/menstruation issues"), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with muscle relaxants, centrally acting agents, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, infection, complication of device removal, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, anxiety, depression, genital haemorrhage and post procedural complication outcome was unknown and the urinary tract infection had resolved. The reporter considered anxiety, complication of device removal, depression, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per summons hysterectomy performed and as per pfs essure has not been removed, per mr on (B)(6) 2012 surgical hysterectomy was reported. She received treatment for events pain and bleeding. Discrepancy noted in insertion date: (B)(6) 2009, (B)(6) 2009. Trailing coils: right- 1, left-3. Batch number: 12381250, man date: aug-2012, and exp date: aug-2010. Batch number: 627448, man date: jun-2008, and exp date: jun-2010. Most recent follow-up information incorporated above includes: on 7-may-2021: medical record received. Reporters information, rcc and medical history added. Action taken with drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 12381250, 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's concurrent conditions included irregular periods, muscle cramps and muscle strain. Concomitant products included escitalopram oxalate (lexapro) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced anxiety ("psychological/psychiatric problems: mental anguish") and depression ("psychological/psychiatric problems: depression"). On an unknown date, the patient experienced infection ("infections"), complication of device removal ("failed device explant procedure"), menstrual disorder ("menstrual bleeding/menstruation issues"), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with muscle relaxants, centrally acting agents, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the pelvic pain, infection, complication of device removal, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety, depression, genital haemorrhage and post procedural complication outcome was unknown and the urinary tract infection had resolved. The reporter considered anxiety, complication of device removal, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per summons hysterectomy performed and as per pfs essure has not been removed, per mr son (B)(6) 2012 surgical hysterectomy was reported. She received treatment for events pain and bleeding. Batch number: 12381250 man date: aug-2012 exp date: aug-2010. Batch number: 627448 man date: jun-2008 exp date: jun-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. On (B)(6) 2011, she explanted essure. Added event post procedural complication and general abnormal bleeding uti. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.